Event description:
It was reported that the attempted ventricular lead demonstrated sensing difficulty with double counting and the physician was concerned the inner conductor coil had fractured. Therefore, the lead was not used. It was also reported that during the attempted implant of the new lead it also exhibited the same sensing difficulty. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead wsa returned, analyzed, and no anomalies were found. However, it was noted that there was blood in/on the helix/lobe mechanism.